Event description:
It was reported that the procedure was to treat a lesion in the right internal iliac artery. The 7x60mm abs pro vascular self-expanding stent system (sess) was advanced to the target and the stent was deployed; however, the stent jumped slightly distal. The stent was implanted and adhered to the vessel wall but appeared slightly bunched. There was no adverse patient effect and no clinically significant delay reported in the procedure. A 7x40mm abs pro stent was implanted proximal to the initial stent to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported stent malposition of device and stent material deformation was unable to be replicated in a testing environment as it was based on operational circumstances and the stent was not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted multiple sheath kinks; thus during stent deployment resulted in a build-up of tension within the shaft lumens of the delivery system resulting in a spring like release of the stent resulting in the reported malposition of device (stent jumped slightly distal) and the reported stent material deformation (appeared slightly bunched). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.